Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to deep vein thrombosis (dvt). Patient also alleges that a percutaneous retrieval was attempted (B)(6) 2017 due to device failure, and a successful percutaneous retrieval was performed (B)(6) 2018 due to device failure. Patient is alleging fracture, vena cava perforation, organ perforation, and migration. The patient further alleges "bipolar, depression, anxiety." Per report from CT (computed tomography): "occlusive thrombus throughout both lower extremities from the common femoral vein through the calf veins." "An inferior vena cava filter is in place. Inferior vena cava is enlarged, 2.5cm. However, the vessel is unopacified making assessment for thrombus problematic." "Suspect acute deep vein thrombosis. Enlarged inferior vena cava, right common iliac, internal/external iliac and common femoral veins, suspicious for clot." Per report from venogram: "essentially complete occlusion of the ivc. Ivc filter is in place. Above the filter, the ivc appears patent." "Complete thrombosis of the ivc below the inferior vena cava extending to the external iliac vein, this appears acute on chronic. Thrombolysis was initiated." Per report from venogram: "patient returns for follow-up after initiation of thrombolyzed cyst of central thrombus in the ivc as well as the iliac veins." "Venogram of the ivc and right common iliac vein showed marked improvement of the thrombus burden compared to images from yesterday. The vast majority of the thrombus in the ivc and proximal common iliac vein has resolved. There was persistent occlusion of the ivc at the level of the filter. Thrombus could also be seen along the left side of the ivc between the bifurcation and the filter." "Significant improvement of the thrombus burden in the ivc and right external and common iliac veins with a small amount of residual thrombus adherent to the ivc wall. Persistent occlusion of the ivc at the level of the filter. Procedural images show angioplasty balloon between several of the legs of the ivc filter. Improved flow through the filter after angioplasty." Per report from CT: "there is unchanged appearance of an ivc filter in the mid ivc." "The right common iliac vein, external iliac vein, internal iliac vein, and common femoral vein are asymmetrically dilated compared to the contralateral side, similar to on the prior CT." Per report from venogram: "acute on chronic occlusion of the right femoral and proximal common iliac veins. Acute on chronic thrombosis of the ivc with multiple collaterals. Chronic occlusion of the posterior tibial vein, popliteal vein, femoral vein, common iliac, external iliac and ivc. Partial patency of the popliteal vein. Procedural images show recanalization of the veins described above with angioplasty of the same veins. Near complete filling of the ivc filter with thrombus." Per retrieval report (attempted): "during the procedure became very clear that two of the major legs of the filter had fractured displaced approximately 5 to 6 mm enhancing delay since the outside the normal confines of the vena cava. Despite over one hour of attempt to remove the filter (never successfully retrieve the tip and thus we could not remove the filter. Thus, the procedure was terminated and the right jugular sheath and ankle catheters were removed at this time." Per retrieval report (successful): "upon removal of the ivc filter there was inability to snare the apex which prohibited the usage of the excimer laser. The ivc filter was subsequently removed with the forceps. There were multiple extra caval filter limbs, one of which resulted in a partial right renal artery dissection. This was subsequently stented. Antegrade flow was noted within the right renal artery post procedurally." "Residual thrombus was noted beneath the ivc filter as well as within the right external and common iliac veins. This was subsequently aspirated with penumbra. Minimal residual chronic thrombus was seen distal to the ivc filter. Next, the ivc filter was subsequently removed with forceps. Snaring of the apex was not possible due to the pronounced rotation of the ivc filter from previous attempted removal. Ultimately, the ivc filter required removal with forceps. Several of the filter limbs were extra caval prior to removal. After removal angioplasty was performed of the ivc and right external and right common iliac veins. Residual stricturing was noted within the ivc. Subsequently, a stent was placed within the ivc and dilated. Per retrieval report (successful) 2: "venography demonstrates multiple filter limbs located extrinsic to the ivc. There are also 2 fractured tines noted. Forcep freeing of the filter apex was ultimately achieved; however, despite multiple methods and attempts the apex of the hook was not able to be snared and the excimer laser could not be utilized. Given the structuring of the ivc as well as poor compliance with previous anticoagulation the decision was made to remove the ivc filter with forceps. The apex of the ivc filter was engaged with the forceps and the ivc filter was removed via a 14 french sheath."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported filter rotation, bipolar, depression and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated. Fracture, vena cava (vc)/organ/renal artery perforation, inferior vena cava (ivc)/filter thrombus, deep vein thrombosis (dvt), difficult to remove, migration, filter rotation, bipolar, depression and anxiety. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.